Event description:
It was reported that the lead was explanted due to low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned cut in two segments. External insulation abrasion was found at 10.8-11.4cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location. No conditions were found on the returned portion of the lead that could have caused or contributed to the reported low lead impedance.